Event description:
It was reported that during a laparoscopic sigmoid colectomy, the firing and closing triggers on the device were jammed together and could not reload the device. Another device was used to complete the case. There was no consequence to the pt.